Manufacturer narrative:
Event date: 04/11/2019. Manufacture date: 04/28/2019. The battery was replaced to address the reported problem. Failure analysis on the returned battery shows that while original alarms were verified and failure duplicated, health of the battery appears to be normal. After charging battery above threshold and applying to a known good system, no faults were found. Additionally, battery status flag faults include fd ¿ fully discharged, consistent with battery state upon receipt. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer claimed that the battery failed after month of use. No patient or user harm was reported. The event date was not specified; estimate used.